Event description:
It is reported that the pump will not hold a charge. Error code 5 was noted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 2" (may result in minor injury or discomfort not requiring medical intervention, or some affect on product information or gross cosmetic defect. Extensive property or environmental damage). The reporter states, the pump had 1500 consumed hours. There was no reported injury to a patient, as the malfunction occurred prior to use. No additional information has been provided to date. A return device for evaluation is expected. Should additional details be provided, a follow up report will be submitted. (B)(4).